Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019 it was reported that the patient was having a spinal leak and was in the hospital. The plan was to fix the leak in surgery on monday ((B)(6) 2019). No further complications have been reported as a result of this event.